Manufacturer narrative:
Pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and partially broken off reservoir tube lip. The test reservoir was lock/click in place.

Event description:
Customer reported via phone call that insulin pump had cracked and worsened to the point that is not holding the reservoir. Customer's blood glucose value was 251 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.